Event description:
New information received notes that the device was explanted and replaced. A manual capacitor maintenance was performed prior to explant resulting in a value of n/a. There were no complications during the procedure.

Event description:
It was reported that an alert for long capacitor charge time was observed remotely. No episodes of tachycardia occured on the date of the alert. The patient was asymptomatic. The patient was brought in to clinic for a manual capacitor maintenance. The capacitor maintenance timed out. Device replacement was recommended.

Manufacturer narrative:
The reported extended charge time was confirmed in the laboratory. The device was tested on the bench and no anomaly was found. The hv capacitors were returned to the manufacturer for further analysis and an internal hv capacitor anomaly was found to be the cause of the reported extended charge time.

Manufacturer narrative:
(B)(4).